Event description:
It was reported that the procedure was to treat a de novo lesion in the distal right coronary artery (rca) with 70% stenosis. When the device was prepared, resistance was noted during removal of the sheath. The lesion was prepared and predilated without difficulty. A 3.5x18mm implant was positioned at the lesion and inflation was started step by step (2 atm for each). However, after 2, and 4, and 6 atm; the balloon did not inflate at all, and the patient began having a modification of his electric graph. The device was removed and the electrocardiogram returned to normal. Another device of the same size was used to treat the lesion without issue. There was a good patient outcome and no adverse patient sequela. After the procedure, the device was checked and leakage was observed at the proximal part of the delivery system balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation and leak were confirmed. The reported difficulty removing the protective sheaths could not be replicated in a testing environment as the protective sheaths were not returned on the balloon. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances associated with this lot. A query of the electronic complaint handling database revealed no other incidents for difficult to remove the protective sheath, inflation issues/leaks or separations/breaks reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.